Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips turned red hot and started smoking. Unit was set at 35 like normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the center of the hot jaw, and remained attached at the base and the tip of the hot jaw. Tissue and charred buildup was observed at the jaws. The silicone insulation on the hot jaw was observed to be slightly peeled with no detachment just beneath the heater wire. The silicone insulation on both jaws was melted, charred, cracked and whitish in color. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure mode "device remains activated" and the analyzed failures "bent wire", "peeled jaw", and "thermal decomposition of device" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips turned red hot and started smoking. Unit was set at 35 like normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.